Event description:
The customer reported that a prior-to-use check was performed. Soon after intubation the cuff broke. The pt was re intubated.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.